Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cloudy screen. Customer blood glucose reading was 68 mg/dl. Customer states the insulin pump was exposed to water in the pool. Customer reported crack around the screen, there was fluid under the lcd display. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.